Manufacturer narrative:
On (B)(6) 2019, the suspect medical device was changed from clinical chemistry glucose reagents ln 03l82-21 lot unknown, to the architect c16000 analyzer ln 03l77-01 sn (B)(4) both manufactured at the same site. An evaluation is still in process and a final report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Several qc and patient results were flagged exp and ctrl (not valid). The issue was resolved by recalibrating the r1, r2 and sample pipettors and replacing a bent r1a reagent probe (list number 09d48-03). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated glucose results on the architect c16000 analyzer. The following data was provided: t0 169.1 mg/dl 92.1 mg/dl; t1 240.3 mg/dl 144 mg/dl; t2 216 mg/dl, 101.2 mg/dl. Due to imprecise glucose results, the doctor started a treatment based on the first result, which turned out to be inappropriate, causing significant hypoglycemia in the patient. No further details regarding the treatment or how the patient is doing, are yet available.